Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a 21 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After deployment, a mild pericardial effusion and small perforation were noted. At this time, a pericardiocentesis was performed to remove approximately 185cc of fluid. It is suspected the perforation may have occurred during deployment. No other complications were reported. The patient was stable and timely discharge was anticipated.